Event description:
It was reported that a clearlink system continu-flo solution set leaked. The event was further described as after priming, during a patient infusion, the patient reported their shirt was wet and the nurse noticed a small drop forming at the lowest port (very slow leak). The device was running with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.